Event description:
Pt was implanted approximately one year ago. Since that time, he reported that the "fluid leaked out" of the device. He was a resident of one state at the time of implant, however has relocated to another state and is in search of a physician/surgeon.